Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was observed to be fractured. It was noted that the pacemaker migrated in the pocket and resulted in an acute angle of the lead and subclavian crush. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited a high out of range pacing impedance measurement greater than 3,000 ohms 4 months post implant. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited loss of capture (loc) in bipolar configuration, however, appropriate capture and impedance measurements were observed in unipolar configuration. The root cause of the high impedance measurements was not determined. The programmed configuration was left in unipolar and monitoring will be continued at this time. No adverse patient effects were reported.